Event description:
Country of complaint: (B)(6). Needle detached / loose.

Manufacturer narrative:
Us reporting agent notification received: (B)(4) 2014. Needle detached / loose. Samples received: (B)(4) unopened pouches. Analysis and results: there are previous complaints of this code batch. There are no units in OEM stock. Analysis: OEM tested the needle attachment of the samples received and the results do not conform to requirements. Reviewed the batch manufacturing record, this product had a normal process and the results conform to requirements. Final conclusion: the complaint is corresponding (justified). Actions on product: replace this code/batch to the end customer or refund. Corrective/preventive actions: OEM has initiated improvement project.